Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the patient experienced low blood pressure, elevated heart rate, cardiac arrest, required cardiopulmonary resuscitation (CPR), and had clinically significant delay to the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient was noted to have periods of low blood pressure throughout the procedure and required treatment with medication. The transeptal puncture was achieved without problem. The steerable guide catheter (sgc) was inserted into the femoral vein and while advancing the sgc to the right atrium (ra), both the guidewire and the sgc appeared odd on imaging and the sgc was difficult to position to the ra. Upon a second attempt to advance the sgc to the ra, the guidewire pulled back into the ra. Therefore, a second transeptal puncture was performed and during that time the sgc was examined and an accordion like deformation was noted to the shaft of the sgc about 3-4 cm from the tip. The sgc was used again and was able to be advanced to the ra but once there would not advance across the septum. The sgc was removed and replaced with a 2nd sgc. The 2nd sgc was advanced to the left atrium without issue. A clip was advanced to the mitral valve and good grasping was achieved. However, upon leaflet grasping, the patient became hemodynamically unstable with low blood pressure, much more than what had been previously noted. Left ventricular arrest was noted. The patient required treatment again with medications and volume replacement. Therefore, the clip was opened. The patient was more stable so, leaflet grasping was again attempted but the patient experienced low blood pressure, elevated heart rate, and an increased mean gradient. Therefore, the clip was again opened, the clip delivery system (cds) and sgc were removed, and the procedure was aborted. A few minutes following removal of the cds and sgc, the patient required cardiopulmonary resuscitation and in the course of treatment was given a blood transfusion. A clinically significant delay in the procedure was experienced as well as a prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported of hypotension, tachycardia, and cardiac arrest could not be determined. Additionally, hypotension, tachycardia, and cardiac arrest are listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The hospitalization, delay to treatment/therapy, unexpected medical interventions (CPR and blood transfusion), and required medication were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.